Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as defective ion-selective electrode (ise) buffer & reference valves. The fse replaced the ise buffer & reference valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) results for five (5) patients on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided one (1) example of the erroneous results.